Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they did experience urinary retention prior to the device. It was unknown if retention has worsened as a result of the device or therapy. Catheterization was not the patients 'standard of care' prior to the device.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient states not emptying bladder regularly since last spring or summer 2025. Patient states also having an odor. Patient has been tested a couple times and they say no infection but patient is still having the odor which leads them to think it may be because they is not emptying the bladder regularly. Patient is in (B)(6) for the winter and her doctor is in (B)(6). Patient wondering if manufacturer can help her try to tweak the settings. Agent reviewed how to increase setting. Patient was on program 4 at 1.3 and increased to 1.4 where it felt comfortable. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient mentioned having an MRI last year on lower back. Patient did not know how to go into MRI mode. Agent walked patient through how to activate and deactivate.